Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and discomfort in the chest. The pacing lead exhibited failure, low impedance and oversensing. The lead as replaced. No further patient complications have been reported as a result of this event.